Event description:
Customer reported she was receiving readings on her precision xtra meter that were higher than usual. She reported receiving a reading of 213mg/dl and felt dizzy and lost consciousness. She stated she sustained bruises on her upper left arm, right leg and back due to falling. Subsequently, customer was taken to a local hosp and diagnosed with hypoglycemia. Customer was treated with juice and food to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.